Event description:
In preparation for a coronary drug eluting stenting treatment proceudre the shaft fractured during preparation of the 3.0x12mm taxus express2 drug eluting stenting treatment procedure the shaft fractured. During preparation of the 3.0x12mm taxus express2 drug eluting stent the shaft kinked and then broke. This occured outside of the pt. The physician used another device of unk type or size to complete the case. The pt is reported as ok.